Manufacturer narrative:
One or more screw unscrewed can be due to a possible fall of the pump. The service reassembled the mechanics and serviced the pump by proceeding with the regular maintenance. Device evaluated, repaired and returned to the distributor/user. No patient involvement. This MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,) submission date of this report is over 30 days after the date of the event

Event description:
The customer reported that the pump gave alarm and that the display was blank.